Event description:
Customer complained about a low bias for immulite 2500 ipth data. The low results were reported to the physician and the physician adjusted the medication based on these results. The laboratory reran the samples on an immulite 2000 at an alternate site with higher results. There was no known report of treatment given or withheld based on the discordant ipth results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the immulite 2500 instrument. After analysis of the instrument, the fse found that the scrubber had been replaced incorrectly (the filter had been removed and replaced upside down by the customer during routine maintenance), the fse replaced the scrubber. The system is running within specifications. No further evaluation of the device is required.